Manufacturer narrative:
The customer reported that one of the bsms that is being monitored by their department's cns has gone into "comm loss". Technical service (ts) asked the customer to please check the bsm and ensure all cables were properly connected. The customer reported that the network cable was partially connected so ts asked the customer to completely insert the cable. (B)(6) asked the customer to check to see if the cns was still showing comm loss and the customer informed ts that it was no longer in comm loss and customer was able to see all patients. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as an attempt to obtain information was made, but the customer could not be reached: 05/18/2021 called the customer at the number provided (no email was provided) for patient information: spoke to a female employee that would not provide her name and asked for taylor. The person stated that taylor had no direct line so she couldn't be reached. 05/18/2021; called the customer at the number provided (no email was provided) for patient information: spoke to a female employee that would not provide her name and asked for taylor. The person stated that taylor had no direct line so she couldn't be reached. 05/18/2021; called the customer at the number provided (no email was provided) for patient information: spoke to a female employee that would not provide her name and asked for taylor. The person stated that taylor had no direct line so she couldn't be reached. The following device was used in conjunction with the cns: bedside monitor (bsm): model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) loss communication with the bedside monitor (bsm).